Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating and then shutdown. Blood glucose level was 120 mg/dl. Reportedly, the customer plugged the pump into a power source and was able to successfully turn it on.